Manufacturer narrative:
The reported complaint of false pause episode after ai launch was confirmed. Review of device data provided indicated that the first episode occurred before ai launch, thus, it was not processed by ai. The second false episode was adjudicated as false by the algorithm but was retained due to the infrequent pause bypass rule as it was the first transmission with a pause episode, and the software is functioning as intended. The last false episode was retained by the ai algorithm due to challenging electrogram signal characteristics.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the implantable cardiac monitor (icm) exhibited undersensing resulting in false pause episode. The icm algorithm failed to adjudicate the false positive electrogram (egm). No programming changes or intervention was performed. There were no patient consequences.